Manufacturer narrative:
Cadd administration sets was returned for analysis. The samples were visually inspected at a distance of 12" to 24" under normal conditions of illumination. Delamination was found in at least one join of the filter with the tube. Leak testing on the sample received was performed using hydrostat vessel to look for unusual functions; no leaks were detected from the filter; the delamination joins nor the other solvent bonds. The customer's reported problem was not confirmed. According to the investigation, no actions required since the complaint was not confirmed. However, notification of a complaint regarding the same failure mode to the production personnel was conducted by the production supervisor on.

Event description:
Information was received that during use of this smiths medical cadd administration sets, "drug leaking slowly out the circular filter via 2.5mls per hour" was noted. Reported that this was a "research medication of protein based like blinatumomab mixed in normal saline braun excel bag". According to the report "it is a mixed IV stabilizer". No patient injury reported. No reported adverse effects.